Manufacturer narrative:
The device was received for evaluation. Visual inspection found that the product was wet. A leakage test of the dialysate side was performed, and no leakage was observed. Leakage testing of the blood side was performed, and no leakage was observed. The reported condition was not verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two units of polyflux 210h, an external fluid leak from the dialysate port at arterial side was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted